Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial/ batch: (B)(6).

Event description:
It was reported that the patient was not getting pain relief despite reprogramming attempt. The patient underwent an explant procedure, and all device components were disposed by the facility.